Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the front enclosure was replaced and the device returned to service. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.